Event description:
A pharmacy reported that a customer's blood glucose reached 480 mg/dl 18 hours after the pod was activated and stated that the needle mechanism had not operated properly.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine any root cause. Qualification records were reviewed and the product lot met all acceptance criteria.